Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product - when its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
I reported the event on 06 apr 2016. I was asked to create a new complaint in ca for the event. The original report was tw (B)(4) as a note, the customer did not have the lot number for the custom tubing pack (ctp) at the time of the report. The only thing the customer had was the lot number for the oxygenator which is 70100360. The ctp cat no is 701053941. The customer stated that shortly after initiation of support using the hmod70000, leaking was observed coming out of the exhaust port. The customer stated he would forward the lot number for the affected product to maquet. No impact to the patient was reported. Added details: the customer stated that the product was changed out after about 8 hours after initiation due to leaking from the exhaust port. The leaking seemed to increase with increased sweep gas. The total blood lost was approx 60 ml up until the unit was exchanged for a second unit. The customer is seeking credit for the product.

Manufacturer narrative:
The product was evaluated and it was determined that the event was confirmed to be caused by delamination of diffusive fibers. Corrective action has already been implemented for this failure mode. (B)(4).

Event description:
I reported the even on (B)(6) 2016. I was asked to create a new complaint in ca for the event. The original report was (B)(4). As a note, the customer did not have the lot number for the custom tubing pack (ctp) at the time of the report. The only thing the customer had was the lot number for the oxygenator which is 70100360. The ctp cat no is 701053941. The customer stated that shortly after initiation of support using the hmod70000, leaking was observed coming out of the exhaust port. The customer stated he would forward the lot number for the affected product to maquet. No impact to the patient was reported. Added details: the customer stated that the product was changed out after about 8 hours after initiation due to leaking from the exhaust port. The leaking seemed to increase with increased sweep gas. The total blood lost was approx 60 ml up until the unit was exchanged for a second unit. The customer is seeking credit for the product.

Manufacturer narrative:
Correction: date was not entered in the initial MDR. Manufacturer date: 04/06/2016.

Event description:
(B)(4). I reported the even on (B)(6) 2016. I was asked to create a new complaint in ca for the event. The original report was tw 111033/cpl 1-217148143. As a note, the customer did not have the lot number for the custom tubing pack (ctp) at the time of the report. The only thing the customer had was the lot number for the oxygenator which is 70100360. The ctp cat no is (B)(4). The customer stated that shortly after intiation of support using the hmod70000, leaking was observed coming out of the exhaust port. The customer stated he would forward the lot number for the affected product to maquet. No impact to the patient was reported. The customer stated that the product was changed out after about 8 hours after initiation due to leaking from the exhaust port. The leaking seemed to increase with increased sweep gas. The total blood lost was approx 60 ml up until the unit was exchanged for a second unit. The customer is seeking credit for the product.